Event description:
During a endoscopic cystectomy, an ethicon echelon flex 45 was being used to transect a vascular pedicle of the bladder. The device did not "fire" correctly and was very difficult to override and open.